Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The pump was received with normal operating currents. No unexpected battery out limit alarm was noted. The pump was received with cracked reservoir tube lip, scratched lcd window and worn motor sleeve tip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a faulty reservoir from the insulin pump. The customer's blood glucose reading was 44 mg/dl. The customer treated with suckers and crackers. The customer stated that she did not eat which caused her low readings. The customer stated that her reservoir is stuck in the reservoir compartment. The customer stated that the damage occurred during a set change. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.